Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: punctured.

Event description:
Healthcare professional reported reason for device opened & discarded/destroyed was noted as ¿punctured.¿ this record is for an unknown side. Device not implanted.